Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure unk. What was the name of the index procedure? Unk . What tissue was the silk suture used on? Unk. Can you identify the product code / lot number of the silk suture? Unk. The diagnosis and indication for the index surgical procedure? Unk. What was the rationale for removing the suture? As it maybe suture which lead to symptom. What is the surgeon¿s opinion as to the relationship of the suture to the patient swelling? The suture is the highest risk factor for the swelling . Why does the surgeon think the swelling is related to the silk suture? Only silk was implanted . What is the patient current status? Stable.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Three days post operatively, the incision turned red and swollen. The incision was monitored and noted that the incision didn't change better after two days. The interrupted stitches were removed and the patient condition changed better after 2 days. The surgeon opines that the suture is the highest risk factor for the swelling. The patient current condition is stable.